Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. The customer's blood glucose level at the time of the incident was below 40 mg/dl. Customer felt weak and passed out. Customer was treated with glucose gel and intravenous glucose drip. The customer had off the insulin pump because the insulin pump was misdelivering insulin, causing them to go low. The customer declined troubleshooting for low blood glucose. The insulin pump and the reservoir will not be returned for analysis.